Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The returned photos show an iol on a lens case base. The lens appears to be cut in two. One haptic appears to be broken/torn/missing and the optic is mangled. The manufacturer internal reference number is(B)(4).

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, the surgeon noticed that the found three cracks, it lasts a visual axis and one of the haptic breaks, so as not to extend the wound. The lens was cut, explanted, and replaced with identical back up lens during initial procedure. The procedure was completed on same day without any harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the intraocular lens (iol). Iol returned in two segments inside lens case. Solution is dried on the iol. One haptic is broken/torn, the other haptic is intact. The optic is torn/split-cut dividing the iol in two and is scratched/marked-rejectable. There is a piece missing from the optic. The returned photos show an iol on a lens case base. The lens appears to be cut in two. One haptic appears to be broken/torn/missing and the optic is mangled. We are unable to determine the root cause for the reported complaint "cracked lens, broken haptic". The iol was returned in two segments, which is consistent with lens having been explanted. The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).